Manufacturer narrative:
(B)(6). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a suction loss during laser fire occurred using the patient interface (pi) at flap edge and proceeded with photorefractive keratectomy (prk). The procedure was completed successfully. No additional information received.

Manufacturer narrative:
Section d9: device available for evaluation? No; section h3: device returned to manufacturer? No/ at the time of the investigation, product was not available for evaluation. Therefore, no testing could be performed. The reported event cannot be confirmed. A search for related complaints from the lot number from the last 12 months was conducted. No related complaints were found. The review of the device history record (DHR), for the pi showed, that there were no issues or non-conformities. The device and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the information obtained, product malfunction and product deficiency cannot be confirmed. No further investigation is required. Johnson & johnson surgical vision will continue to monitor this type of complaint. All pertinent information available to johnson & johnson surgical vision, inc has been submitted. H3 other text: device not returned.